Manufacturer narrative:
Calibration signals were ok. Quality control recovery on the day of the event was within specifications. A general reagent issue can most likely be excluded based on the calibration and control information. Since only the tsh assay was affected, a sample issue is unlikely. The observed discrepancies seemed to reduce over time. The most likely cause of the event was the use of a reagent pack that either did not have the correct operational temperature or it had foam on the reagent surface.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for a total of 7 samples tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). Of the 7 samples, 6 had erroneous results. None of the erroneous results were reported outside of the laboratory. The customer stated that there were no problems with any other tests. No adverse events were alleged to have occurred with the patients. The tsh reagent lot number was 22084100, with an expiration date of 11/30/2017.